Event description:
The user facility reported an impella cp in a 26-year-old female for support for cardiac arrest. It was reported that during support, the pump measured at 4.3cm on echo, requiring repositioning under formal tte guidance as soon as possible. Additionally, the patient had a large mca stroke with significant cerebral edema requiring decompressive craniotomy. The stroke occurred at an outside facility prior to cannulation to (B)(6). However, it was further reported that care was withdrawn the patient subsequently expired.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
B1: added product problem. H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary: no product was returned. Stroke: in order to make a cause determination, the clinical details would have to be provided. The cause of the injury was unable to be determined due to insufficient clinical details. Device in wrong position (positioning issue): the cause of the positioning issue was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.